Event description:
It was reported the pt is no longer receiving stimulation and is unable to communicate with or charge his ipg after suffering a fall. A replacement charger and programmer was sent to the pt but was unable to resolve the issue. Surgical intervention is pending to address the issue.

Manufacturer narrative:
(B)(4): 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.